Manufacturer narrative:
Reported events of failure to capture, failure to sense, failure to interrogate, dislodgement, and intermittent communication failure were confirmed. Visual inspection of the device found the helix stretched out of specification. The helix elongation is consistent with having occurred during procedure. The device was unable to establish telemetry, and no output was noted upon receipt. Field information indicated the device was permanently disabled in the field, which deactivates the device from functional state, and no further analysis could be performed. Software analysis was performed from field information provided. The reported complaint of rom mode was confirmed in the log. The root cause for the rom mode was unable to be determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. One day post implant, it was noted that the atrial lp was operating in backup mode. Once restored, it was noted that the ventricular lp exhibited loss of capture and sensing. A chest x-ray was performed and confirmed the ventricular lp dislodged to the right pulmonary artery. After ending the session and re-interrogating, an error message appeared indicating the atrial lp was operating in backup mode again. Lp restoration was attempted but the lps were unable to be interrogated and low i2i occurred. The atrial lp was eventually able to be interrogated. The ventricular lp was explanted and not replaced. The patient was stable.

Manufacturer narrative:
Correction - e2 - e2 should have been selected as yes.